Event description:
It was reported that hypotension, thrombosis, and death occurred. The target lesions were located in the 85% stenosed moderately calcified left anterior descending artery (lad) and 75% stenosed non-calcified circumflex artery (cx). At the beginning of the procedure, the patient was hypotensive. A ventricular support device was used and procedure was continued. Following rotablation, three synergy drug eluting stents, a 3.00 x 32, a 3.00 x 8, and a 3.50 x 38 respectively were implanted, two in the lad and one in the cx. A non-boston scientific stent was also implanted in the cx. The procedure was completed and the patient was stable. When the ventricular support device was removed, the patient became hypotensive again. When the physician went back in with the guide, it was noted that all stents had stent thrombosis. Both the lad and cx arteries were closed off and the physician was unable to reopen either one. Cardiopulmonary resuscitation was performed but the patient did not survive. The official cause of death was coronary thrombus. No autopsy was performed.